Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer reported false reactive alinity I anti-hbc ii generated from alinity I processing module (sn: (B)(6)). The customer reported that when repeated on another alinity analyzer, the results were negative. The customer provided the following data: sample 1: on (B)(6) 2025 the results were 1.97, 1.61, 1.63 s/co (reactive). When repeated on another alinity analyzer on (B)(6) 2025, the results were 0.81, 0.11, and 0.17 s/co (non-reactive) sample 2: on (B)(6) 2025 the results were 1.59, 1.68, 1.86 s/co (reactive). When repeated on another alinity analyzer on (B)(6) 2025, the results were 0.40 and 0.34 s/co (non-reactive). There was no reported impact to patient management.

Event description:
The customer reported false reactive alinity I anti-hbc ii generated from alinity I processing module (sn: (B)(6). The customer reported that when repeated on another alinity analyzer, the results were negative. The customer provided the following data: sample 1: on (B)(6) 2025 the results were 1.97, 1.61, 1.63 s/co (reactive). When repeated on another alinity analyzer on (B)(6) 2025, the results were 0.81, 0.11, and 0.17 s/co (non-reactive) sample 2: on (B)(6) 2025 the results were 1.59, 1.68, 1.86 s/co (reactive). When repeated on another alinity analyzer on (B)(6)2025, the results were 0.40 and 0.34 s/co (non-reactive). There was no reported impact to patient management.

Manufacturer narrative:
Section h6 adverse event problem a code was corrected.

Event description:
The customer reported false reactive alinity I anti-hbc ii generated from alinity I processing module (sn: (B)(6). The customer reported that when repeated on another alinity analyzer, the results were negative. The customer provided the following data: sample 1: on (B)(6) 2025 the results were 1.97, 1.61, 1.63 s/co (reactive). When repeated on another alinity analyzer on (B)(6) 2025, the results were 0.81, 0.11, and 0.17 s/co (non-reactive) sample 2: on (B)(6) 2025 the results were 1.59, 1.68, 1.86 s/co (reactive). When repeated on another alinity analyzer on (B)(6) 2025, the results were 0.40 and 0.34 s/co (non-reactive). There was no reported impact to patient management.

Manufacturer narrative:
A complaint investigation was conducted for the alinity I-series processing module, serial number (B)(6). The field service representative inspected the instrument and performed troubleshooting, including cleaning, calibrating and part replacement. The trigger- pre-trigger manifold was deemed the cause for the module generating the false reactive results and message codes 1402 and 3452. The module function was verified with a control run. Review of tracking and trending did not identify an increase in complaint activity related to the complaint issue. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency was identified.